Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked from ports 1 and 2. This issue was identified during delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: april 01, 2022 - april 04, 2022 (previously submitted as 05/10/2022). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.